Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: during the case the tip of the needle became disengaged. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).